Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- photo investigation: the device was not returned. A photo-investigation was performed on the x-ray located in pc attachment ¿derby royal etn complaint.msg". Upon investigating the x-ray provided, the locking screw in dynamic locking hole appears bent. Based on the provided x-ray, the compression screw appears to be in contact with the locking screw to advance it further in the dynamic hole. However, the root cause of the bent locking screw cannot be determined based on the available x-ray. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part: 04.005.530s; lot: 7l41348; manufacturing site: selzach; supplier: (B)(4). Release to warehouse date: 14 oct 2020. Expiry date: 01 oct 2030. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 04.005.530; lot: 69p8886; manufacturing site: mezzovico; release to warehouse date: 30 set 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the proximal locking screw bent in the dynamic slot while compressing a distal third fracture during an etn protect nailing case. The screw was left in an there are no plans for a revision procedure. This report is for a proximal locking screw. This is report 1 of 1 for (B)(4).